Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and no delivery alarm. Customer's blood glucose value was 500 mg/dl. Customer performed prime and the insulin exited and no delivery alarm was resolved. Customer was trying to deliver a bolus to treat high blood glucose value. Customer declined to troubleshoot for high blood glucose value since the issue had been resolved and checked the blood glucose value again and it went down to 274 mg/dl since she injected an insulin. Insulin pump will not be returned for analysis.